Manufacturer narrative:
In response to FDA report number: mw5091820. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture and silicone migration.

Event description:
Patient reported, via regulatory agency, experiencing the events of ¿severe pain and firmness in chest at the site of the allergan textured implants, ¿grade 3 capsular contracture¿, and ¿with the FDA/allergan having recalled my allergan textured 410 implants¿I had a total capsulectomy performed to remove them¿. Patient additionally reported "migraines, joint pain, and blurry vision"; these events are not device related. Device has been explanted. This record is for the right side.